Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor was unable to power on. The cause for the damage was isolated to a shorted 1.8v and 3.3v in the u605 on the computer/analog pca. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed and service code 204) has been confirmed.  Upon investigation the electrode belt was unable to complete essential performance testing.  The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca.  The root cause for the shorted components could not be positively identified. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged monitor and electrode belt. Manufacture dates: monitor sn (B)(4) - 10/7/2020. Belt sn (B)(4) - 4/30/2013.

Event description:
A us distributor reported that a monitor was unable to power on, the electrode belt was damaged, and the patient was receiving a service code 204 - (belt/monitor unusable).